Manufacturer narrative:
The user guide states ¿humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause very high or a very low blood glucose.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be dripping out of the cartridge tubing during the load fill tubing sequence. Reportedly, customer was using off label insulin in the cartridges. Tandem technical support reminded the customer to use labeled insulin. Customer changed all supplies and resumed insulin delivery. Customer's blood glucose level was around 300 mg/dl.